Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ongoing driveline faults with no further alarms or symptoms. Log files were sent for review and captured intermittent driveline fault events. It appeared that the wire in phase two (brown) continued to have some continuity issues causing the faults. The other 5 driveline wires appeared to be functioning as intended. No further low speed or pump stop events were noted.